Manufacturer narrative:
Literature article: barkhoudarian, g., hoff, j.t., thompson, b.g. ¿propionibacterium infection associated with bovine pericardium dural allograft¿. J neurosurg. 2005 jul;103(1):182-5. Doi: 10.3171/jns.2005.103.1.0182 the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a post-operative infection after undergoing a left frontoparietal craniotomy in which dura-guard was used to repair the dural defect. It was reported a gross-total resection of the meningioma was obtained. Nine months post-operatively, it was noted fluid collection had increased with signs of bone involvement. The patient underwent a second intervention for fluid evacuation upon which a milky-brown purulent fluid emerged from beneath the bone plate. The bone plate was removed, the empyema drained, and granulating tissue debrided. The fluid was cultured and propionibacterium sp. Was noted. The patient was placed on an 8-week course of intravenous vancomycin, ceftriaxone and metronidazole. The cranial defect was repaired 14 months after craniotomy by performing acrylic-titanium cranioplasty. The patient was placed on an antibiotic prophylaxis course of clindamycin (450 mg twice daily) and remained neurologically stable on the medication with no recurrence of epidural fluid collection. No additional information is available.